Event description:
A customer reported that the insulin gauge on their pump displayed a different amount than expected. Despite cts assistance in reloading the same cartridge, there was a discrepancy greater than 30 units between the displayed and expected fill estimate, with the pump currently showing 115 units instead of the expected 185 units. The caller successfully completed steps to remove air from the cartridge and used room temperature insulin without overfilling or reusing the cartridge. There was no adverse impact to the customer's blood glucose level, and the caller decided to monitor the situation and follow up if necessary.